Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; comparison of treatment options for aortic necks outside standard endovascular aneurysm repair instructions for use o¿donnell et al, j vasc surg 2021;74:1548-57 https://doi.org/10.1016/j.jvs.2021.04.052. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Aneurx stent grafts were implanted during the endovascular treatment of abdominal aortic aneurysms both within and outside of the IFU on unknown dates. The following adverse events were reported: type ia and type ii endoleaks, ii reinterventions, open conversion. The cause of the adverse events are undetermined. No additional clinical sequelae were reported and the patient will be monitored.